Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a scheduled defibrillator change out procedure. Upon interrogation, low sensing and high capture thresholds were noted. After beginning the procedure, it was discovered that the right atrial lead had dislodged. The lead was successfully capped and replaced. The patient was asymptomatic.